Event description:
It was reported that the patient's blood glucose level reached 304 mg/dl. The pod was worn between 24 and 36 hours on the arm. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The pod was received fully deployed. Inspection of the pod found the exposed portion of the cannula to be kinked. Fluid was able to flow freely through the complete fluid path, even though the cannula was kinked. The download data contained no timeouts, drive stalls, or hazard alarms, indicating pod function was not affected by the kink in the cannula. It could not be determined when the cannula was damaged. No other damages or manufacturing deficiencies were found that would result in failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.